Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that doctor noticed crack on the button of the insulin pump. Troubleshooting was performed. It was unknown that customer was using auto mode or not. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
MDR was created in error as case is not reportable. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device passed displacement test. Device received with cracked select button keypad overlay. The p-cap does lock properly. Device received with corroded battery tube.